Event description:
Nurse programmed pump to deliver albumin 12.5 grams in 50 ml, pump delivered the full amount of the albumin in the bag (25 grams in 100ml). Ivf (intra-venous fluids) was hanging in the primary line. The pump setting was reviewed, and it was programmed appropriately.